Event description:
A report rec'd from the USA stated that there was hose damage. It is unknown if the device was being used during surgery. It is unknown if injury or medical intervention occurred. No add'l info was provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent.